Manufacturer narrative:
Investigation is on-going. A follow-up report will be submitted upon the completion of the investigation. (B)(6). (B)(4).

Event description:
A customer in (B)(6) reported that during decontamination, both waste bottles of their benchmark ultra instrument were filling up. Waste fluid continued to flow on waste bottle one when the waste container carboy was removed even though the waste was draining in waste bottle two as indicated by the software. Spill was contained, no injury to personnel, no patient was affected. The issue was resolved by replacing the waste valves.

Manufacturer narrative:
The field service engineer visited the customer site. Issue was resolved by replacing the waste valves. The replaced parts were not available for investigation since they were disposed. A CAPA has been initiated to further investigate the issue. (B)(4).